Manufacturer narrative:
On (B)(6) 2026, the eye care professional (ecp) called to advise the patient's (pt's) "eye condition was fine and doesn't need to follow up at clinic." The pt refused to be contacted for follow-up. Attempts were made to contact the pt for product return and additional medical information on (B)(6) 2026 and (B)(6) 2026 with no success. On (B)(6) 2026, the ecp was called and was "unable to confirm if the pt's current eye condition has fully recover to be able to re-wear cl." The ecp advised the pt previously refused to be contacted. No additional information has been received. No additional information is expected. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. The od suspect product was requested for return for evaluation, but was not received. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2026, an email was received from an eye care professional (ecp) in (B)(6) who reported a patient (pt) experienced "recurring lens breakage issue" with acuvue® oasys max 1-day brand contact lenses (cls). Event date not provided. No additional information was provided. On (B)(6) 2026, a representative at the ecp's office was called and provided additional information. The pt found "black spots" on the surface of two lenses on (B)(6) 2026. The pt informed the ecp of an "eye issue" and had visited a doctor on (B)(6) 2026. The pt experienced corneal inflammation and "the surface was damaged" and was diagnosed with "corneal injury" and ulceration. The doctor helped remove "residual debris from the damaged corneal area" and did not state the cause of the injury. The pt was advised not to wear cls temporarily. On (B)(6) 2026, a johnson & johnson sales representative provided additional information via email. The pt has been wearing acuvue® products "for a long time and has experienced corneal damage." Photos of the suspect product and medical record were attached. The medical record was sent for translation. On (B)(6) 2026, the pt was called and provided additional information. The pt "has switched to using" acuvue® oasys max 1-day cls, has finished one box and is currently using the second box. The pt ¿felt lens in the eye¿ (affected eye not provided) while wearing. After removing the cls, the pt noticed scratches on the surface of both the right eye (od) and left eye (os) cls. The pt experienced eye redness, tearing and discomfort when wearing the cls. The pt visited an ophthalmologist (date not provided) and was diagnosed with "corneal injury in both eyes, corneal ulcer and corneal surface abrasion (epithelial defect)." The "doctor noted that daily disposables are replaced daily, so infection is unlikely" and the "condition appears to be caused by scratching." The pt was asked to return for follow-up. The corneal abrasion has not yet healed, the pt "no longer has tearing, but the eyes are still red." The pt was prescribed an unknown eye drop to use before sleep, fluorometholone 3 times a day (tid), and ginpol gel every 2 hours (q2h). On (B)(6) 2026, translation of the medical record was received. Diagnosis: keratitis with corneal ulceration, bilateral medical order: the pt visited and received medical care at our hospital "from jan 24, year 115 due to the above-mentioned condition." On (B)(6) 2026, the pt was called and provided additional information. The eye drop that was prescribed for use before sleep is chloramphenicol ophthalmic ointment. The pt confirmed that the ¿black dot¿ previously mentioned was a scratch on the cl as shown in the photo initially provided and was "not a black dot." The ¿residual debris¿ the doctor removed was "loosened corneal tissue from the corneal abrasion." Anesthetic eye drops were used before removing the debris and "eye-cleaning procedure." Both eyes were diagnosed with the same condition, "but the right eye is more severe." The pt will return for a follow-up visit today ((B)(6) 2026). The pt confirmed that the diagnosis includes keratitis, along with the corneal injury. The pt was prescribed the following medications: chloramphenicol ophthalmic ointment - use before sleep; fluorometholone tid; and ginpol gel q2h. On (B)(6) 2026, the ecp called to provide additional information. The doctor asked the pt to return for a follow-up next week (exact date not provided). Attempts were made to contact the pt for additional medical information on (B)(6) 2026 and (B)(6) 2026 with no success. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number 6253060101 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. The od suspect product was requested for return for evaluation but has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.